Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, seizures and death are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in the left internal carotid, with an rx acculink implanted successfully. One day post-procedure, the patient experienced confusion, agitation and visual hallucinations. Computerized tomography (CT) of the head was negative for cerebral vascular accident. The patient was diagnosed with psychosis. On (B)(6) 2011, the patient fell, resulting in a hip fracture; surgery was performed on (B)(6) 2011 and the patient remained hospitalized. On (B)(6) 2011, the patient suffered a seizure with altered mental status. Head CT was performed on (B)(6) 2011 and magnetic resonance imaging was performed on (B)(6) 2011, revealing multiple left frontal and parietal acute infarcts. The patient was do not resuscitate status and family honored his wishes. The patient died on (B)(6) 2011. No additional information was provided.